Manufacturer narrative:
A boston scientific technical services consultant confirmed that all daily measurements were present and therefore, did not suspect a reset or issues due to the advisory. The consultant suggested a download of device data to assess if any invalid charge times occurred. The patient was to be seen in one month and may have a download of the device memory performed at that time. Additionally, if the gas gauge is back down again, the device will be changed out. No other adverse events have been reported. This event will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during this patient's follow up visit, it was reported that the device was just above elective replacement time (ert) with less than six months longevity remaining so the device was scheduled for replacement. However, prior to change-out, device interrogation noted the gas gauge was at 40% remaining with two years longevity remaining. Therefore, the device was not explanted and further reprogramming provided an estimate of 2.5 years longevity remaining. The device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005).